Manufacturer narrative:
Per the use guide: the pump has been stopped for an extended period of time. Select resume insulin in the options menu to continue therapy. If you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a resume pump alarm while on the phone with tandem technical support. While changing the pump supplies the customer received a valid incomplete bolus alert as the customer had been ¿side-tracked¿ during a bolus delivery. Blood glucose (bg) was 526 mg/dl. The bolus was delivered and insulin delivery was resumed.